Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device reported syncopal event. This right atrial (ra) lead exhibited loss of capture (loc) as this episode was stored on the presenting electrogram (egm). As per the health care professional (hcp), the electrophysiology (ep) was aware of the ra lead dislodgement as it was confirmed by chest x-ray and will be addressing this issue. This ra lead currently remains in service. No adverse patient effects were reported.